Manufacturer narrative:
Reference record (B)(6). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2017, the patient's wife reported that a small, reddened area on the right side of the patient's peg (tube), which felt larger on the inside. After visiting a physician, the patient was prescribed an unknown oral antibiotic and sent for an ultrasound which revealed an abscess. On (B)(6) 2017, the physician reported that the patient has an ongoing peg-j site infection which had improved slightly with the unknown oral antibiotic; however, it did not resolve the issue. The physician was considering an entire tube replacement.